Manufacturer narrative:
Analysis of the implantable pulse generator (s/n:(B)(4)) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had experienced burning and stinging at the implant pocket site. Impedances were reported normal and coverage was appropriate for pain target. The ins was replaced. The patient status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.